Manufacturer narrative:
An internal investigation was initiated following the notification of a falsely underestimated vidas® procalcitonin (pct) result identified following a qcv-detected failure in section a1 of the vidas® analyzer. It should be noted a qcv failure is not an abnormal behavior. It means that the qcv played its role as a functional control. This control is meant to detect residual risks, that are rare and sudden. Those risks are already present and accepted into the vidas system risk analysis. The local field service engineer (fse) visited the customer site to repair and qualify the instrument. The fse performed the following actions: - visual inspection of the seals. - replacement of the seals. - visual inspection in the tray, on the door, on the shield insulate plate, and on the bottom of the frame. - performed a pump tester, which failed in section a1. - performed a pump cleaning on the section a1 - performed a new pump tester after the cleaning: all results passed. - door plunger ball check - striker plate check - spring integrity check - free and smooth vertical movement of spr blocks - cleaned and lubricated the screws holding the spr block - checked spr block and adjusted. - checked tower height and adjusted. - checked pump block and adjusted. - checked retainer plate integrity. - checked try depth and adjusted. - checked optics - performed a leak test and a qcv test to qualify the instrument. All results passed. Root cause: pump clog on position a1. The cause of the qcv failure was a clog in position a1. The problem was solved after cleaning the pump and replacement of the seals. The system is now operating per manufacturing specifications.see section h10.

Event description:
A customer in the united states notified biomérieux of a qcv detected failure at position a1 in association with their minividas® instrument (ref. 99737, serial (B)(4)). The customer confirmed the qcv detected failure occurred on (B)(6) 2019 with the last successful qcv test performed on (B)(6) 2019; a retrospective analysis was performed for the impacted timeframe. The retrospective analysis identified twenty-one (21) vidas® brahms procalcitonin (pct) tests (ref. 30450, lot not reported) were performed at position a1. Retest results for twenty (20) samples obtained similar results to the initial tests. One (1) sample was initially underestimated; the initial result was 0.05 ng/ml and the repeat result was 1.18 ng/ml. The customer confirmed the discrepant result of 0.05 ng/ml had no adverse impact to the patient¿s state of health, the patient was tested for pct three (3) days prior and obtained a result of 1.48 ng/ml. Biomérieux will initiate an internal investigation.